Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please verify the event information for accuracy. Do you know the type or product code of dermabond used? How are you feeling? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please complete the form and provide your surgeon¿s name, contact email information on the form and sign form. No product will be returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a laparoscopic removal of gallbladder on (B)(6) 2020 and topical skin adhesive was used. Post op day 5 reported itching and rash which spread across abdomen/ itching more intense. Having allergic reaction to adhesive. Taking topical and oral steroid prescriptions. Itching/redness better but concerned on how to remove all. Additional information has been requested.